Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would stop insulin delivery in the middle of bolus deliveries. Reportedly, the customer's blood glucose level was 170 mg/dl. The contact reported delivering insulin to the customer via injections.